Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03793.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03793. It was reported that the patient had inadequate relief from the system due to lead migration after a fall. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.